Manufacturer narrative:
Continue to d10: product ID: mrasi0004, sn: (B)(6), product ID: mrasa0003, sn: unknown, product ID: mrasilf19, sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the robotic-assisted right colectomy laparoscopic procedure, the sterile interface module (sim) mechanical release did not open the instrument jaws as intended when activated per the official quick reference guide. The sim was subsequently replaced. There was no injury to the patient.